Event description:
The customer contact reported that the silicone sleeve of the clave secondary port remained in the depressed position. It was reported that the plumset was primed with normal saline, the cassette was loaded into the plum pump, and the delivery was started. At this time, the customer contact reported that the pump alarmed for an unspecified negative flow alarm condition. No specific details were provided. It was reported that the nurse then noted that the silicone sleeve of the clave secondary port on the cassette of the tubing set was in the depressed position. The customer contact indicated that the clave secondary port on the cassette of the tubing set had not been accessed prior to therapy. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.